Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that he woke up with a blood glucose exceeding 600 mg/dl due to the cannula being pulled from his skin. Troubleshooting was declined for the high blood glucose. The patient's blood glucose at the time of call was 150 mg/dl. The insulin pump was not returned for analysis.